Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a bolus using the quick bolus function. The customer's blood glucose (bg) level was 139 mg/dl. Tandem technical support provided additional training in regards to bolus deliveries.